Manufacturer narrative:
Other applicable components: product ID 64002, lot# unknown, product type: adapter.

Event description:
The manufacturer representative (rep) reported that there were signs of possible infection noted at the implant site. It was stated that there was an incision and drainage of the pocket site, and cultures were taken and sent for analysis. The old 2x4 adaptor was removed and replaced with a new one, with the patient being started on antibiotics. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend or family member of the patient reported that the patient had redness with a raised scab, like a pimple at the implantable neurostimulator (ins) site which was confirmed to be an infection. To resolve the issue the patient was put on oral antibiotics, and it was reiterated that the healthcare provider (hcp) "replaced/rebuilt something," and put the battery deeper. The infection resolved "right away."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.